Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they were hospitalized for high blood glucose levels. Customer's blood glucose levels at the time of the incident ranged from 700 to 1000 mg/dl. Customer's current blood glucose reading was 600 mg/dl. Customer was unable to troubleshoot at the time of the call. Therefore, the root cause of their high blood glucose levels could not be determined. Product is being not being returned or replaced.